Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation: it was reported an unknown patient required placement of unspecified embolization coils. The patient had the embolization coils implanted on (B)(6), 2017. An unknown period of time after placement, the patient allegedly experienced pelvic and back pain, dizziness, giddiness and lightheadedness, peptic ulcer disease vs. Gastritis, nausea, and palpitations. At this time the coils have not been removed, but the patient plans to have them removed. Even though the rpn is unknown, all other complaints received through litigation were either for nester, tornado or stainless steel embolization coils. Therefore, the investigation was based on these product lines. A review of the instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device were conducted during the investigation. The complainant did not return the complaint device to cook for investigation. Due to this, no dimensional, visual, or functional verifications could be completed. A device master record (dmr) review was performed, and device manufacturing instructions, specifications, and quality control procedures associated with the complaint were identified. Cook has concluded that sufficient inspection activities are in place to identify potentially related failure modes prior to distribution. The device's design history files (dhf) were reviewed and determined that biocompatibility testing of nester coils has been completed as described in iso standards and that the risks associated with these devices are acceptable when weighed against the benefits. Product labeling was also reviewed as a part of the investigation. The product¿s instructions for use [IFU], ¿nester® embolization coils¿ [t_ce_nec_rev4], "tornado embolization coils and microcoils¿ [t_tem2_rev0 and t_ce_tem_rev3] and "embolization coils¿ [t_ce_ose_rev3], provides the following information to the user related to the reported failure mode: t_ce_nec_rev4: device description: "nester embolization coils are made of platinum with spaced synthetic fibers, and are supplied preloaded in a loading cartridge. They are designed to be delivered to the target vessel using a soft, straight wire guide through a standard angiographic catheter." Warnings: "positioning of the embolization coils should be done with particular care. Coils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible. A minimal but sufficient arterial blood flow should remain to hold the coils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstruction a normal and essential arterial channel." Instructions for use: "perform a final angiogram to confirm the coil position within the target vessel." How supplied: "supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." T_tem2_rev0 : device description "tornado embolization coils (0.035"and 0.038") and 0.018" microcoils are made of platinum with spaced synthetic fibers, and are supplied preloaded in a loading cartridge." Coil delivery technique and coil size selection describes potential coil deployment techniques (coaxial, anchor, and scaffold), including illustrations for each. Instructions for use: "perform final angiogram to confirm coil position within target vessel." How supplied "supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." T_ce_tem_rev3: device description "special platinum coil used for construction is soft, easily detected radiographically and feature some synthetic fibers to maximize thrombogenicity." Instructions for use: "perform final angiogram to confirm coil position within target vessel." How supplied: "supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." T_ce_ose_rev3: device description: "embolization coils are made of stainless steel coil with attached synthetic fibers to promote maximum thrombogenicity. The embolization coil is supplied preloaded in a loading cartridge, and is delivered to the target vessel using a soft, straight wire guide through a standard angiographic catheter." Warnings: "positioning of the embolization coils should be done with particular care. Coils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible. A minimal but sufficient arterial blood flow should remain to hold the coils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstruction a normal and essential arterial channel." Instructions for use: "perform a final angiogram to confirm the coil position within the target vessel." How supplied: "supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." Cook could not complete a review of the device history record (DHR) due to lack of lot information. However, cook was informed of facilities involved in the case. It is unknown which facility or if these facilities are where the coils were implanted. A global sales shipment report was conducted from 16nov2014 through 16nov2017 for nester, tornado and stainless steel rpns. Cook was unable to narrow down the lot. There is no evidence suggesting nonconforming product exists in house or in the field. Based on the information provided, no returned product, and the results of the investigation, a definitive source of the patient's adverse effects could not be determined. Findings of this investigation revealed no evidence to suggest the device was manufactured out of specification. The investigation conclusion for this complaint is cause traced to the patient for an adverse physiological response. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). Suspect medical device: product is unspecified cook embolization coil. Common device name: unknown as exact device product information is currently unknown. Reporter occupation: lawyer. PMA/510(k) #: unknown as exact device product information is currently unknown. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of unspecified embolization coils. The patient had the embolization coils implanted on (B)(6) 2017. An unknown period of time after placement, the patient allegedly experienced pelvic and back pain, dizziness, giddiness and lightheadedness, peptic ulcer disease vs. Gastritis, nausea, and palpitations. At this time the coils have not been removed, but the patient plans to have them removed. No other adverse effects were reported for this incident.